Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported that during a retina procedure an abnormal noise occurred when used vfc (viscous fluid control). The procedure was completed and there was no pt harm reported. No additional info is expected for this report.